Event description:
It was previous reported impedance varying between 60 and 200 ohms and coil fracture. Attorney later alleged "on or about (B) (6) 2009, (patient) died as a result of complications, due in part to his defective sprint fidelis lead, model no. 6949. Prior to his death, on or about (B) (6) 2009, (patient)experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention for his defective sprint fidelis lead" and "sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) died as a direct and proximate result of defects in defendants' sprint fidelis leads." Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not in use at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: defib conductor fractured. Full lead returned and analyzed.